Event description:
The surgeon stated the device worked fine at the beginning of the procedure, as the case progressed the jaws of the device would open all the way and the coagulation of the device was not working properly, the device was removed from the field, a new non-reprocessed ligasure was opened to complete the procedure, which progressed without defect or failure.